Manufacturer narrative:
This supplemental report is being submitted to provide additional information received. Please see the updates in sections: g4, g7, h2 and h10. The OEM reports that the root cause of the reported event is as follows: ¿insufficient reprocessing due to improper reprocessing procedure is a probable cause.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information received. Olympus engineer was dispatched to the hospital to review the sampling technique of the sampler and the facilitator who took the sample tested positive. The following deviations were noted during the audit. Olympus engineer instructed the appropriate technique to the sampling staff. Cardboard was brought in the sampling room. Sampler did not wear glasses. The card board was out from the sampling room when the ID (B)(6) was sampled on 8th jan.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information. As part of our investigation, an olympus endoscopy support specialist (ess) was dispatch to the user facility to observe the reprocessing techniques of the technician who reprocessed the scope prior to the sampling and provide training if necessary. The ess reported that there were no deviations with the facility¿s reprocessing practices. The ess also inspected the facility¿s automatic endoscope reprocessor (aer) and found no anomalies with its function.

Manufacturer narrative:
The device was not returned to olympus for evaluation. The cause of the reported event cannot be determined at this time. As part of our investigation, an olympus endoscopy support specialist (ess) was dispatch to the user facility to observe the reprocessing techniques of the technician who reprocessed the scope prior to the sampling and provide training if necessary. To date the visit has not been finalized.

Event description:
Olympus was informed that during a post market surveillance study the scope cultured positive for staphylococcus aureus after reprocessing. The facility utilizes an oer-pro, aer to reprocess the scope. There were no associated patient infections reported.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information. Updates in sections: PMA/510k, type of report, if follow-up, what type and MFR narrative. The original equipment manufacturer (OEM) provided a summary of the destructive sampling report. The OEM reported the destructive sampling identified staphylococcus aureus that is categorized as a high concern organism. The staphylococcus aureus was not identified in the initial sampling. The external expert reported the following findings during destructive sampling: bleaching of the glue of the bending section; presence of oxidation under the glue around the light guide lens and at the metal body of near the elevator wire; extra glue around the light guide lens, the distal end cover and around the nozzle; missing parts near the nozzle. The investigation of the pms scope is still ongoing; therefore, no root cause has been established at this time.